Manufacturer narrative:
(B)(6). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, there were missing staples. With the activation of the stapler, without problem, no staples were delivered. No further details provided by the customer. The stapler was reloaded and used normally. The device was thrown away. There were no adverse consequences for the patient. (B)(6).